Manufacturer narrative:
This complaint is still under investigation.

Event description:
Both plastic bags inside the box were damaged (many cuts in each bag). The box was not damaged and sealed when opening. There was no other implant of the same size. Consequently, a smaller size was used, but didn't fit well, but the surgical team decided to implant the product.